Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the abdomen on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, if follow-up, what type?: additional information.

Event description:
A sensor (lot number 5208558/serial number (B)(4)) was returned for evaluation. A visual inspection was performed and the sensor wire was detached from the housing puck. The reported event of a detached sensor wire was confirmed with the returned device. Additionally, a second sensor (lot number 5208558/serial number (B)(4)) was returned for evaluation. The sensor wire was inserted further into the housing puck than designed for resulting in a shorter exposed fragment. The reported event of a detached sensor wire was not confirmed with the returned device because the sensor wire is still attached and not missing. Please note that it is unknown which of the two is the complaint device.